Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used; however, it was noted there was blood leaking from the hemostasis valve. The physician continued to use this access system to complete the procedure since the leak occurred near the end of the procedure. There were no patient complications. It was further reported that after removing the dilator and guidewire, it was difficult to tighten the hemostatic valve before advancing the pigtail catheter. The physician replaced the watchman access system to complete the procedure.

Manufacturer narrative:
Device analysis: returned product consisted of a watchman access system with the dilator inside the sheath. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed cross-threading on the threads of the cap/valve. Inspection of the rest of the device found no other damage or defect. Functional testing was executed by tightening the cap of the hemostasis valve with forward pressure. The valve was able to close, however; excessive forward pressure was required to close the valve. When the valve was closed with normal pressure, the valve would leak. When additional pressure was applied to the valve, the device was able to fully close and the device did not leak.

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used; however, it was noted there was blood leaking from the hemostasis valve. The physician continued to use this access system to complete the procedure since the leak occurred near the end of the procedure. There were no patient complications.

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was used; however, it was noted there was blood leaking from the hemostasis valve. The physician continued to use this access system to complete the procedure since the leak occurred near the end of the procedure. There were no patient complications. It was further reported that after removing the dilator and guidewire, it was difficult to tighten the hemostatic valve before advancing the pigtail catheter. The physician replaced the watchman access system to complete the procedure.